Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs. Upon functional testing, the device did not work as intended because indexer component was found broken. The device was disassembled and no damages were found on the internal components. It is possible that the cannula cap detached due to excessive force applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the tip of the device came off and was retrieved from the patient. There were no adverse patient consequences reported.